Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to a pocket erosion and infection. Reportedly, the ICD was poking out. The technical service (ts) referred the patient to the physician. There was no additional adverse patient effects were reported. This ICD remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to a pocket erosion and infection. Reportedly, the ICD was poking out. The technical service (ts) referred the patient to the physician. There was no additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This supplemental report was created to update. G2: report source.